Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, when using battery power the low battery alarm was observed within 30 seconds of usage. The battery voltage dropped from 6.5v to 5.9v within the 30 seconds. The battery was not able to hold a charge. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
It was reported that the device randomly turns off. Additional information received indicated that the issue occurred during use while actively monitoring a patient. It is unknown if an alarm or error message occurred prior to the device turning off by itself. Customer did not know if the malfunction occurred during ac or dc power. Customer indicated that the condition occurred several times at the patient's home. Customer stated, "the patient was stable prior to the event and is currently stable." No consequences or impact to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
(B)(4).